Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regn2166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the "catheter stopped working in the middle of the surgery at the end of the case while removing it the team noticed that part of it is missing done x ray and found the piece of remaining catheter retained in the heart the product removed and send to pathology with a new catheter to compare the device."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed; however, the exact cause is unknown. One segment of a dialysis catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The segment was found to be approximately 4 cm long and contained the distal tip. The break site at the proximal end of the catheter segment was observed to be pinched or puckered. A microscopic observation revealed the catheter material at the proximal end of the catheter segment was deformed with the lumens occluded due to this deformation. The outer edges of break site were observed to be mostly smooth and rounded, and the center of the break was observed to be rough with some thinning of the material at the edges. These thinner edges appeared to have been pulled inward towards the center of the catheter, suggesting the catheter may have been pinched repeatedly or for an extended period of time and/or exposed to a high temperature. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that the "catheter stopped working in the middle of the surgery at the end of the case while removing it the team noticed that part of it is missing done x ray and found the piece of remaining catheter retained in the heart the product removed and send to pathology with a new catheter to compare the device."